Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a stage 1 revision was performed on patient's left shoulder due to infection (reported by surgeon, unknown if clinically confirmed, unknown if infecting microorganism was identified). Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.